Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by reloading the same cartridge and was advised by technical support to call back for troubleshooting if the issue occurred again.